Event description:
An event involved a 7.5" (19 cm) appx 0.31 ml, smallbore ext set w/remv microclave®, clamp, rotating luer reported that the extension sets are leaky. The extension set was screwed in properly to the catheters but there are small holes where the sets join the color piece of the catheter. The event occurred during infusion. The screw that connects to the catheter of the IV has holes in it and fluid leaks at that area. The faulty lot just resulted in some leaking under the IV dressing during infusions where the screw connects to the catheter. And the ones that were obviously leaking were never used and discarded. Biologic therapy for crohn's and colitis was therapy being administered. Too many patients' IV's (intra venous) had leaky extension sets, so it was most of the medications that are administered on site. Piv's (peripheral intravenous line) required site assessment, sometimes with dressing changes due to leaky extension set. There was patient involvement, no delay in therapy and no patient harm.

Manufacturer narrative:
The device has been received for evaluation; however, investigation is not yet complete. B3 - date of event: unknown; no information has been provided to date. D4 - primary UDI number: di is unknown additional reporter details: (B)(6).